Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a chronic descending thoracic dissection with aneurysmal enlargement approximately seven months ago. It was reported that exclusion of the chronic dissection was performed without any complications. Angiographic inspection and intravascular ultrasound after the device was deployed confirmed exclusion of the entry tear with significant decrease in flow in the patient's false lumen. It also revealed delayed retrograde flow from the distal end of the device into the false lumen. After this intervention, patient presented with recurrent abdominal pain and post procedure CT scan revealed persistent paravisceral and renal perfusion. Two months post implant, the patient underwent visceral de-branching successfully and returned to the operating room one month later to cover the remainder of the infrarenal aortic dissection and aneurysm. Two stent grafts were placed to assure adequate overlaps in the previously placed thoracic graft and the infrarenal device. The post procedure angiogram and intravascular ultrasound demonstrated complete exclusion of the aneurysmal segments and dissection with rapid flow through the previously placed graft that was providing flow to the visceral segments from the left common iliac artery. Investigator's assessment states the paravisceral and renal perfusion is non-device and non-procedure related.

Manufacturer narrative:
(B)(4). Evaluation, results: patient's condition affected effectiveness of device (type b aortic dissection), inherent risk of procedure (aortic dissection). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (type b aortic dissection).